Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was noted on the atrial lead. The physician mentioned that lead noise was an ongoing occasional problem. Programming changes were made. Lead testing was completed. Since all numbers were satisfied, the lead was kept in placed and only the pacemaker was explanted and replaced due to normal elective replacement indicator (eri). Patient's condition was stable.